Manufacturer narrative:
Additional information: patient condition has not changed - the patient is stable.

Manufacturer narrative:
Product analysis: the device was returned with the guidewire still loaded in the device. The guidewire could not be removed from the device. The inner and outer shafts were severely damaged and stretched. The balloon had a radial tear and the distal portion of the balloon material along with the distal tip was detached and could not be located on the device. The marker band could not be located on the device. (B)(4).

Event description:
The physician was using a sprinter legend balloon. No anomalous resistance during removal of protective device. No abnormalities noted during device inspection and prep before the procedure. The target lesion at lad # 7 was 99% stenosed, severely calcified, moderately tortuous and almost occluded. No resistance was felt between the mating device and the sprinter legend device during delivery. Resistance was felt when the sprinter legend device was passed through the lesion site. It was reported that when the physician performed a second inflation with the device, the balloon became stuck and the physician attempted to remove it. The balloon 'ruptured' and the marker band seemed to migrate to the distal side. The device and non-medtronic guidewire were removed from the patient. It was reported that a dissection occurred at lmt during the procedure, and flow of d1 became slow. Treatment of the dissection was prioritized at this time. Target lesion at lad # 7 was not treated and the procedure was completed. The physician commented that the event was related to the procedure and not to the device. No further complications were reported.